Event description:
The nurse reported the infusion shut down with the eye collapsing rapidly. The eye was manually re-established to adequate pressure. The nurse stated there was no system message, occlusions in the line, kinks in the tubing, or obstruction of the infusion cannula in the eye. The nurse pulled off the stopcock off the infusion line and the fluid was flowing. The surgeon didn't think the intraocular pressure was anywhere near 35mm as set on the machine. The nurse stated the tip of the vitrectomy probe was lunging forward intermittently. The nurse reported that he witnessed the probe lunge forward creating a hole in the retina. Additional information received from the nurse stated the retinal tear was repaired with the laser. The patient is doing well.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The vitrectomy probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available.